Event description:
The patient underwent a low anterior resection procedure. The anastomosis was created with the colonring device. The patient had passed colonring approximately 10-12 days from the original procedure. Following 1 year the patient returned for recurrent diverticulitis, complaints of abdominal pain and stool narrowing. Colonoscopy showed approximately 4mm stricture at the anastomosis site. The patient was re-operated and is doing fine.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer ((B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. Strictures are common complications after colorectal anastomotic procedures and may be related to the surgical procedure rather than to the device. The device was not returned for evaluation and no further conclusions could be drawn from the available information.